Event description:
Using a resmed airsense 10 respond CPAP, I awoke on early friday morning to a burning plastic odor coming through the mask of the CPAP. I immediately stopped using it and turned it off. I returned it to the medical device store and was given new equipment. I have no idea how long I was breathing the toxic air before I woke. FDA safety report ID# (B)(4).